Event description:
The customer reports the loss of defib synchronous output from the patient data module. Per the customer, the device was not in use at the time.

Manufacturer narrative:
Email address of reporter is unknown. A follow-up report will be submitted when the investigation is complete.